Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Stent occlusion is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA: 10/14/2016.

Event description:
The surgeon reported that an istent patient presented with stent occlusion by iris post-operatively when dilated. The surgeon conferred with the glaukos medical monitor who reported that laser was applied to the istent to free the iris. Additional information has been requested.